Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the reservoir button could not be pressed. The reporter indicated that after opening the package, before implantation, the surgeon tried to push the reservoir button but it could not be pressed. Alternative (B)(4) was used to complete the surgery.